Event description:
A malfunction occurred on a customer's pump, identified by the code "malf 12." There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur thereafter. The customer was informed that they could continue using the pump and advised to call back if the issue arises again.